Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor insertion, patient was unable to locate sensor wire. Patient claimed that there was no visible sensor wire attached to the sensor pod or introducer needle. Patient stated they did not think the sensor wire was inserted into the skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).